Event description:
A report was received from the usp-ismp medication errors reporting problem alleging an incident where a pt coded due to the extension set being attached to the cassette incorrectly. The report states that because the luer with the anti-siphon valve and the luer that attaches to the cassette are so similar in color, errors occur and the pt might not receive their medication. They reference an incident involving a pt receiving flolan who coded due to the delay in his medication delivery.